Event description:
It was reported that during a da vinci s cholecystectomy procedure the maryland bipolar forceps instrument cable broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was received for evaluation on (B)(4) 2013. The instrument has not yet been evaluated; therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when the instrument has been evaluated, or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the one conductor wire was broken inside the proximal clevis and the main tube interface and wire was still connected to the yaw pulley exit (connection at the grip). The conductor wire stuck out at the wrist, as a result. The instrument failed electrical continuity testing. The yaw pulley showed no signs of arcing. Engineering also found the distal end of the main tube had a scratch mark exhibiting light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. The evidence was inconclusive, but the damage was likely due to mishandling. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.